Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and according to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in jet tube. There were no reports of patient involvement.